Event description:
Additional information was received: the event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a cracked enclosure, missing plate clip, corroded drain fitting, and faded line cord. Outdated printed circuit board (pcb) and power switch. The device leaked from the back of the device during functional testing confirming the complaint. The root cause was a cracked reservoir by the drain tube fitting due to wear of usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and scrapped.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking water. Patient involvement unknown.